Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a lesion in the proximal circumflex (cx) coronary artery, a 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was advanced without difficulty and without force, however, during the advancement, it was noted that the connector end of the shaft (proximal hub) had separated from the shaft. The nc trek rx bdc was withdrawn without resistance. There were no adverse patient effects and no occurrence of a clinically significant delay. A 3.0x12mm non-abbott balloon was used to treat the lesion. No additional information was provided.